Event description:
Additional information from the consumer reported that it was unknown what steps were taken to resolve the sudden loss of effect and lack of stim sensation. The loss of effect and sudden loss of stim was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0s4nk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was not feeling stimulation. The patient had a poor communication screen on the patient programmer with and without the antenna. It would not do telemetry with or without the antenna. There were no falls/trauma that could be related to this issue. The patient could not remember if she felt stim before and stated she was not feeling it now. There was a return of symptoms. This was a sudden change in therapy/symptoms. This occurred on (B)(6) 2015. No patient harm was reported. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.